Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes have exhibited stopper pop off resulting in sample leakage as well as poor clot formation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were subjected to a visual inspection for additive abnormality and no issues were observed relating to poor clot formation as all samples met specifications. Additionally, 29 retain samples underwent functional testing for stopper function defects, with 9 of 29 samples failing these tests. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off based on retention sample testing. This complaint is unable to be confirmed for the indicated failure mode poor clot formation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes have exhibited stopper pop off resulting in sample leakage as well as poor clot formation. No adverse impact was reported regarding the patient or user.